Manufacturer narrative:
The company representative replaced the high pressure transducer (p/n 0682-00-0079) and replaced the male luer fitting. The iabp was tested to factory specification, calibrated and safety tested. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that at startup, they observed that the iabp generated a (maintenance code #3) alarm (balloon transducer offset failure). The company representative observed that the iabp was logged in the fault journal "electrical test fails code #53" (shuttle transducer offset failure). No patient was involved.